Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician decided the patient¿s lead needed to be repositioned to achieve a more mid-line position. During the procedure, the patient¿s lead was explanted and replaced with a new lead. Postoperatively, effectively therapy was reported.